Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic after experiencing a ventricular tachycardia episode. Upon interrogation of the patient's implantable cardioverter defibrillator, the device misdiagnosed the episode as a supraventricular tachycardia. It was noted that the device was monitoring the ventricular tachycardia episode when the patient returned to normal sinus rhythm on their own, however it was suspected that the device should have delivered therapy. Programming changes were made on (B)(6) 2019. The patient's condition was stable throughout the event.